Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when using the three way stopcock, the connection which was part of the balloon catheter broke off. It was removed and no injuries or additional procedures were reported. The patient did not experience any adverse effects due to this occurrence.